Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic gastric bypass. According to the reporter: the surgeon thought the bleeding from the staple line came from the 45mm reload 030422. They couldn't not see the bleeding on film because it occurred when they did the gastrojejunostomy during a gastric by pass. No reinforcement material was used. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was ot extended by more than 30 minutes.